Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels reaching 48 mg/dl. Reportedly, low bg levels are due to the customer taking metformin, and the pump settings needed to be adjusted. Customer addressed low bg levels with glucose tablets and milk. Tandem technical support guided the customer through adjusting the pump basal rate.